Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting parts, cleaning and reassembling. Following troubleshooting, the customer indicated that the suction was restored and mentioned that she sometimes has to pull out the center membrane to get it to lay flat. The customer called back on (B)(6) 2018 and alleged to medela llc that she had clogged ducts over the pump and she was on medication for thrush. The customer indicated that she had extra parts and tubing and tried those, but it did not resolve the issue. The customer was sent a replacement pump and return of the original pump was requested for testing/evaluation. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018. The pump failed suction and cycle specifications and a leak on the connector sealing surface was identified, along with a damaged barrier and residue on the connector. The device was then evaluated with a medela lab kit on (B)(6) 2018 and it passed suction and cycle specifications. Refer to attached evaluation. The report of low suction was confirmed. The root cause of the low suction issue can be attributed to a molding deficiency on the connectors sealing surface. Currently there is an open investigation (CAPA-(B)(4)), which identified molding enhancements to correct this deficiency which were put in place in (B)(6) of 2017. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast. [(B)(4).pdf].

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was having an issue with intermittent suction when using her freestyle breast pump. The customer indicated that she attempted troubleshooting herself prior to calling and that at times the pump would have good suction and at other times have no suction at all.